Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during bolus procedure, and the customer was unable to clear the alarm. The blood glucose reading was 260 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was attempting to bolus for high blood glucose levels prior to receiving the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit was monitored for 24 hours and no unexpected beeping noted. Cracked display window corners and cracked reservoir tube lip noted.